Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2012 and mesh was implanted. The patient underwent previous procedures on (B)(6) 2006 and repliform was implanted, on (B)(6) 2006 and perigee and monarc were implanted and on (B)(6) 2006 and apogee was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion the patient experienced pain, erosion, infection, urinary problems, organ perforation, recurrence, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that patient underwent repair of enterocele and rectocele using apogee drastic reinforcement and suspension of the uterus and vaginal apex on (B)(6) 2006 due to enterocele with rectocele and uterine prolapse. It was reported that patient underwent excision of eroded graft with primary closure of the defect on (B)(6) 2006 due to erosion of mesh in the vagina. It was reported that patient underwent excision of apogee graft and perigee graft material with reapproximation of the vaginal mucosa with insertion of repliform biologic graft on (B)(6) 2006 due to eroded graft material in the vagina. It was reported that patient underwent release of mesh under tension in the right vaginal apex, and resection of mesh at erosion sites on (B)(6) 2007 due to erosion, dyspareunia and pelvic pain. It was reported that patient underwent resection of vaginal mesh and revision of prior vaginal mesh placement on (B)(6) 2007 due to erosion, dyspareunia and pelvic pain. It was reported that patient underwent total laparoscopic hysterectomy and lysis of adhesions and placement of ureteral catheters on (B)(6) 2008 due to vaginal bleeding, pelvic pain and dyspareunia. No additional information was provided. (B)(4).